Event description:
During the procedure, a cook instinct endoscopic hemoclip was used. Five (5) clips were used to close a deep ulcer in the duodenum reported to be approx 12 mm in size. All clips were placed appropriately and satisfactorily. A repeat exam 24 hours later showed that two (2) of the clips previously placed were detached from the clipping site and had migrated. See mdrs 1037905-2013-00852 and 00853. Other than the closed clips, a section of the device did not remain inside the pt's body. The pt did not require any add'l procedures due to this occurrence. According to the initial reporter, the pt did not experience any adverse effects due to the occurrence.

Manufacturer narrative:
Investigation evaluation: a product eval was not performed in response to this report because the product said to be involved was not provided to cook for eval. The report could not be confirmed. A review of the device history record could not be conducted because the lot number was not provided. Investigation conclusions: we could not conduct a complete investigation because the product said to be involved was not returned for eval. A definitive cause for the reported observation could not be determined. Prior to distribution, all instinct endoscopic hemoclips are subjected to a visual inspection and functional testing to ensure device integrity. Corrective action: corrective action is not warranted at this time based on the quality engineering risk assessment: qa will continue to monitor for complaint trends and reassess the risk assessment results as post market feedback continues to become available.